Event description:
It was reported that during a cholecystectomy procedure, the device locked and would not advance clips. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the el5ml device was received in good visual condition with the jaws closed and with one malformed clip present, the jaws were open, the clip was removed and analyzed, however no conclusion could be reached as to why the clip was malformed. The instrument was cycled, fed and formed the remaining clip within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.